Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/13/2025, it was reported by a sales representative via (B)(4) that an ar-9625 hex driver tip broke off in the screwhead. This was discovered during the case. The broken piece was retrieved and the case was completed with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6, the complaint allegation was confirmed. One unpackaged ar-9625 batch 10022348 was received for evaluation. Visual inspection revealed that the hex tip shows nicks and twists and is shorter, most likely due to the break. Additional evaluation included measuring the device's overall length according to drawing c13888 at revision 2. The results indicated that the device is shorter. (Refer to the testing measurement results.) Functional testing cannot be performed due to the damage to the device. The most likely cause is excessive force, over-torquing, or over-engaging the driver with the screw head.